Event description:
Additional information received reported that the issue was due to battery depletion. It was noted there was a replacement of the dorsal column stimulator battery on (B)(6) 2013 with removal of the old one. The reporter noted that there were good results. It was noted that outpatient hospitalization was required due to the event. The reporter noted the patient was seen in the office on (B)(6) 2013 and the patient was doing great.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a confirmed overdischarge. It was noted that there were coupling and telemetry issues. It was unknown what number overdischarge it was. The reporter noted that a physician mode recharge (pmr) was performed. It was noted that the patient felt as though the battery had progressively been moving (¿sticking/poking out more¿) in the past year or so. Due to that, recharge had been very difficult and the battery was now in overdischarge and had been for about 7-8 months. A ¿jump start¿ had been performed multiple times by a manufacturing representative and was unsuccessful. It was noted that the patient was scheduled to see the health care professional soon to discuss a plan of action. It was further reported that the patient could not pin point any event to have caused the issue. It was noted that the patient was scheduled for a revision on (B)(6) 2013.